Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. On 18-jun-2024, it was reported that the patient faced infusion set was leaking at the site, which cause the patient blood glucose elevated from 200 to 300 mg/dl. The infusion set was in use for two days. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.